Event description:
It was reported that the patient was seen for a system upgrade. Per the physician the patient had a history of phrenic stimulation with the chronic left ventricular (lv) lead. At the time of the device upgrade it was noted during the pre-implant check that the lv lead was programmed off. After positioning of a new implantable cardioverter defibrillator (ICD) electrode, the pacing configuration lvring to rvcoil was attempted with physician reported no phrenic at 10 v (all other configurations resulted in phrenic stim). Given the new configuration for pacing without phrenic, the decision was made to not revise the lv lead. However, post operatively, the patient began complaining of phrenic stimulation. This could not be programmed around given that the patient was still feeling phrenic stim at lv threshold. The physician made the decision to program the lv lead off and increase the patient's av delays to promote intrinsic conduction. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, (B)(6) 2013; 5076-52 lead, (B)(6) 2013. (B)(4).